Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a blank display. The customer¿s blood glucose was 7.0 mmol/l at the time of incident. Customer stated that the insulin pump had a blank display and unable to complete troubleshooting due to no new battery was available for testing. No significant event leading to button error or blank display were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm keypad unresponsive and unable to perform any tests due to blank display.